Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l54313, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
It was reported that there was a critical alarm sounding and confirmed by telemetry for zero ml reservoir volume reached. The empty reservoir alarm reportedly occurred (B)(6) 2014. It was noted that the pump was refilled on the day of report. The patient reportedly was not having any symptoms. It was noted that the patient had always been on oral baclofen. The patient's pump was intended to infuse intrathecal gablofen.